Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 12-mar-2019, expiration date: 01-mar-2029, part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot number: h841520 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 16078 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55 lot number: 2l87777 lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55 lot number: h681040 lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 16-oct-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58 lot number: h826427 lot quantity: 80 work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 lot number: h799073 lot quantity: 2,028 lbs. Nr-0114060 was initiated at incoming inspection due to undersized bar diameter on thirteen pieces (84 lbs.). The disposition of the nr was rts of thirteen pieces. The remainder of the lot was determined to be conforming and was released from hold. Certificate of analysis supplied by metalwerks pmd dated 30-nov-2018 was reviewed and determined to be conforming. Lot summary report dated 24-jan-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null device history review 04-feb-2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary background: broken nail removal, revision nof / subtract fracture +/- dhs: dr. Oliver khoo, st vincents public hospital,16/01/2020. The patient presented to ed with hip pain, xrays showing breakage in tfna nail, implanted at st vincents public sydney on 3rd october 2019. As fracture still not united, a decision made to revise nail to dhs was made. Patient commodities: patient suffering from ca of the lungs. Patient outcome: nail retrieved successfully, and dhs implanted with no issues. Concomitant device reported: unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown helical blade (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. Investigation flow: damage. Visual inspection: the tfna fem nail dia 10 130 deg l200 timo15 (p/n: 04.037.013s, lot #: h841520) was returned and received at us cq. Upon visual inspection, it was observed that the device was cracked and broken through the walls of the helical blade opening of the nail. The broken fragment was not returned. There were scratches on the device which have no impact on the functionality of the device. There were drill marks on the distal, 2nd quadrant of the head element hole. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the tfna fem nail dia 10 130 dgr l200 timo15 (p/n: 04.037.043s, lot #: h841520). There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/08/2020: updated ed: concomitant device reported: unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), tfna helical blade (part # 04.038.395s, lot # h794033, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient had a procedure to treat lung cancer (lobectomy) 6 weeks post implantation of the tfna. During this procedure the patient was positioned on the side which had the tfna implanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for revision surgery of nof/subtroch fracture on (B)(6) 2020. The patient was presented with hip pain, also breakage in tfna nail, implanted at (B)(6) on (B)(6), 2019. As fracture not yet united, decision made to revise nail to dhs was made. The patient is suffering from ca of the lungs. Nail was retrieved successfully, and dhs implanted with no issues. Concomitant device reported: unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown helical blade (part # unknown, lot # unknown, quantity 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage. Visual inspection: the tfna fem nail dia 10 130 deg l200 timo15 (p/n: 04.037.013s, lot #: h841520) was returned and received at us cq. Upon visual inspection, it was observed that the device was cracked and broken through the walls of the helical blade opening of the nail. The broken fragment was not returned. There were scratches on the device which have no impact on the functionality of the device. There were drill marks on the distal, 2nd quadrant of the head element hole. Device failure/defect identified? Yes. Document/specification review. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the tfna fem nail dia 10 130 dgr l200 timo15 (p/n: 04.037.043s, lot #: h841520). There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot. Manufacturing location: monument, manufacturing date: mar 12, 2019, expiration date: mar 12, 2029, part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot number: h841520 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071279 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 16078 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 2l87777, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h681040, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated oct 16, 2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h826427, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 , lot number: h799073 , lot quantity: 2,028 lbs. Nr-0114060 was initiated at incoming inspection due to undersized bar diameter on thirteen pieces (84 lbs.). The disposition of the nr was rts of thirteen pieces. The remainder of the lot was determined to be conforming and was released from hold. Certificate of analysis supplied by metalwerks pmd dated 30-nov-2018 was reviewed and determined to be conforming. Lot summary report dated jan 24, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review , feb 04, 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the tfna fem nail dia 10 130 deg l200 timo15 (p/n: 04.037.043s, lot #: h841520) was returned and received at us cq. Upon visual inspection, it was observed that the device was cracked and broken through the walls of the helical blade opening of the nail. The broken fragment was not returned. There were scratches on the device which likely due to the implantation and explantation have no impact on the functionality of the device. There were drill marks on the distal, 2nd quadrant of the head element hole. Device failure/defect identified? Yes document/specification review based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the tfna fem nail dia 10 130 dgr l200 timo15 (p/n: 04.037.043s, lot #: h841520). There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Pie-1445926; pia-1451581 was launched previous to this complaint to investigate tfna nail breakage and associated drill marks/damage at the head element hole/blade aperture. Please see pie-1445926 for further information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot manufacturing location: monument manufacturing date: mar 12, 2019, expiration date: mar 01, 2029, part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot number: h841520 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071279 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 16078 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 2l87777, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h681040, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated oct 16, 2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h826427, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 , lot number: h799073 , lot quantity: 2,028 lbs. Nr-0114060 was initiated at incoming inspection due to undersized bar diameter on thirteen pieces (84 lbs.). The disposition of the nr was rts of thirteen pieces. The remainder of the lot was determined to be conforming and was released from hold. Certificate of analysis supplied by metalwerks pmd dated nov 30, 2018 was reviewed and determined to be conforming. Lot summary report dated jan 24, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review feb 04, 2020: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.